Manufacturer narrative:
Section d1, brand name: corrected, section d4, catalog number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had frequent hospital admissions since implant for right ventricular (rv) failure requiring home dobutamine use, and significant heart failure exacerbations requiring intravenous (IV) diuresis and paracenteses.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had frequent hospital admissions since implant for right ventricular (rv) failure requiring home dobutamine use, and significant heart failure exacerbations requiring intravenous (IV) diuresis and paracenteses. It was reported that patient symptoms included shortness of breath, ascites, fluid volume overload, weight gain, and failure to thrive. It was noted that the right heart failure did not exist pre-left ventricular assist device (lvad) implant. Treatment did not resolve the problem. Whether the device caused or contributed to the right heart failure was unknown.

Manufacturer narrative:
Related manufacturer report number # (B)(4) manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6) , and the reported right ventricular failure and significant heart failure could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number mlp-(B)(6) until they expired on (B)(6) 2023 (MFR # (B)(4). It was reported that the device was not explanted for evaluation. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.